Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to oversensing, inappropriate therapy and an acute bend at the header. It was replaced with another lead of the same model.